Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: postoperative bleeding: grade: [iii].

Event description:
Company representative reported "postoperative bleeding: grade: [iii] requires 2 or more units of prbc transfusion; requires invasive treatment; requires hospitalization". This relates to unknown side. Device status is unknown.